Manufacturer narrative:
(B)(4). Eval, results: (occlusion), (severe tortuosity in the vessel with low blood flow). Eval, conclusion: (severe tortuosity in the vessel with low blood flow).

Event description:
An endurant stent graft system was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm approx 43 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt presented symptomatically one month ago with an occluded in the left limb. The CT demonstrated that there was a kink in the stent grafts at the junction of the bifurcated stent graft stub and the contralateral iliac limb (ref MFR# 2953200-2011-01117 and 2953200-2011-01116). A thrombectomy was performed, followed by placing a palmaz stent. The occlusion was resolved. The cause of the kink and occlusion was reported due to severe tortuosity in the vessel with low blood flow. No clinical sequelae were reported and the pt is fine.